Event description:
Itotal femoral trial disposable instrument broke following impaction. There was no adverse impact.

Manufacturer narrative:
Itotal femoral trial disposable instrument broke following impaction. There was no adverse impact. Review of the device history record indicates that the device was manufactured to specification.